Manufacturer narrative:
The scope was returned to olympus for evaluation. The evaluation confirmed the reported scope image spots issue. The evaluation also included visual inspection of the scope, which found a sharp skeleton tab lifting / protruding through the bending section cover. Upon removal of the bending section cover, the bending section was found broken / partially detached. The scope was serviced and returned to the user facility. Based on similar reported events and investigation findings, a potential cause of the protruding / lifting skeleton metal tab is the operator¿s technique. The original equipment manufacturer (OEM) has performed investigations related to this device issue. As a result, the OEM has conducted a field corrective action, including a distribution of ¿instructions for safe use¿ to mitigate the potential risk of patient injury. These instructions for safe use include a visual inspection of the bending mechanism to verify no protrusions, twists or other abnormalities, and a statement to not use the scope of these are found. These instructions also state that the scope should be removed from the patient immediately if: any irregularity is observed with the functionality of the endoscope; the endoscopic image on the monitor disappears or freezes unexpectedly; noise, blur, or fog appears on the endoscopic image (model urf-v2/v2r); the up/down angulation control lever does not move, or the angulation control mechanism is not functioning properly. To prevent damage, the scope operation manual also states, ¿do not twist or bend the bending section with your hands. Equipment damage may result.¿

Event description:
Olympus was informed that during an unspecified procedure or device inspection, the scope image was poor with spots seen on the image. There was no reported patient injury.